Manufacturer narrative:
The device was received for evaluation. During evaluation of a returned spectrum pump, the device was missing the direction of flow and center shim labels. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Case shimming will be performed during repairs to correct this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was missing the direction of flow and center shim labels. No additional information is available.